Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been having issues with the last box of sensors and they haven't lasted 6 days. Customer stated that the first sensor lasted 2 days before he received a calibration error. Customer stated that he removed the sensor and put in a new sensor. Customer reported that the pump started alarming and saying that he was low at 40 and the pump suspended. Customer stated that his blood glucose was not below 40 mg/dl, so he turned the sensor off and went back to sleep. Customer turned the sensor back on in the morning but the sensor only lasted 3 days. Customer had another sensor that was saying he was below 40 but his blood glucose was 165 mg/dl. Troubleshooting was performed. Customer was advised to monitor the sensors in the new box.

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.